Event description:
Additional information was received from a consumer. It was noted in 2014 the pump failure got emergency authorization from the insurance provider and the battery was replaced. No further information was provided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine 10mg via an implantable device. The indications for use were non-malignant pain and post-laminectomy pain. The patient was seeking a new physician as they had recently relocated. The patient need to have their pump refilled. The patient reported that they think they may have heard the pump alarm recently but could not say for certain. The patient heard a ¿chirp¿ the other day. Someone standing next to the patient heard a sound but the patient didn¿t hear it. The alarm was played for the patient but the patient couldn¿t confirm. The patient was due to be refilled on (B)(6) 2013 according to the patient but the patient¿s ptm said (B)(6) 2013. The patient also sated they saw another date and the patient was advised it was probably their last refill date. The patient¿s last refill date was (B)(6) 2013. On (B)(6) 2016 additional information received reported the patient had a pump failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.